Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the sensor electrode broke off inside her skin when she tried removing it. Advised the customer to go to the nearest emergency room, and she stated she would be seeing her doctor today to have the electrode removed. Nothing further was reported.